Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had a primary left total hip replacement approximately 9 years ago. Patient did well until recently. He showed up for follow up with pain. He had elevated cobalt chrome levels. He was scheduled for revision surgery. The head and liner were exchanged for new liner, sleeve and a biolox head. The operation was completed successfully.